Event description:
The duett sealing device was deployed following an interventional procedure via an 8 fr sheath in the right common femoral artery. During the deployment it was reported the sheath was not withdrawn 3-5 mm as indicated in the instructions for use. Following the deployment, the patient experienced a cold and discolored right leg. An angiogram confirmed and occlusion, and treatment consisted of a surgical thrombectomy. The treatment was successful and the event was resolved.